Event description:
The laboratory reported a serum potassium result of 7.8 mmol/l. The same specimen was reanalyzed after a physician questioned the result. A repeat potassium result of 3.4 mmol/l was obtained. No pt treatment was initiated, altered, or stopped due to the potassium result.